Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (unknown dose and concentration) via an implantable pump the indication for use was non-malignant pain and failed back surgery syndrome. The pump was removed due to sudden symptoms of (B)(6) infection, the infection was confirmed following a pump revision, the revision was done in (B)(6) 2006. The reporter stated that on (B)(6) 2006, the patient was brought back to the hospital and had diarrhea, vomiting, hiccups, and when he was taken home he did not know where he was and did not recognize the rooms of the house. When the patient was brought back to the hospital he had a fever of 103 degrees and chills. The patient spent the entire month of (B)(6) in the hospital except for 4 days. The pump was removed on (B)(6) 2006 and patient had an intravenous therapy (IV) drip up to (B)(6). Since patient had the revision his memory had not been the same. Additional information regarding the diagnostics performed and final patient outcome has been requested and was not available at this time. If additional information is received, a follow-up report will be sent.